Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the returned receiver (lot number 5197920), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of a permanent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6)2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the receiver ((B)(4)) being used with the complaint device was provided for investigation on (B)(6) 2015. A follow-up report will be submitted upon completion of device evaluation.